Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support unsure whether a meal announcement had been completed, and review of the device history indicated a missed dinner announcement; blood glucose rose to 186 mg/dl and subsequently returned to range via automated ilet corrections. Symptoms included stomach pain. Outcomes included no alarms, no alerts, and no need for further assistance or medical intervention. Investigation included customer interview and review of device data through the event history. Investigation of this case revealed use error related to a missed meal announcement with normal device performance and automated correction delivering appropriate insulin. It was concluded, based on previously established findings for similar reports, that the cause was user error.